Manufacturer narrative:
Records indicate this system remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this subcutaneous implantable cardioverter defibrillator (s-ICD) and electrode experienced discharge from the implant wound site after lifting heavy objects. There was a concern of an infection. Medication was administered and the patient underwent a suture revision. No additional adverse patient effects were reported.